Manufacturer narrative:
Inspected one opened and used sensor. Performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 122mg/dl. The customer's sensor reading was 40mg/dl. The difference was found to not be within the acceptable range. The customer states they have had bent cannulas before. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.